Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the valve was removed due to obstruction. The valve was implanted in the patient on 2015, but a removal surgery was performed on (B)(6) due to occlusion. No further information was provided by hospital. The product will be returned to your site. Per affiliate: the valve was implanted to the patient via lp-shunt in 2015 (doi and initial setting were unk). The symptoms worsened in (B)(6) 2017. The setting was changed to 30 mm h2o, the pumping was performed and the contrast was conducted but it was not flowed to distal side. Only the valve was revised on (B)(6). The patient had good health at the moment."

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The valve was returned for evaluation. The valve was visually inspected; some biological debris was noted as well as needle holes in the needle chamber. The position of the cam when valve was received was 30 mmh2o. The valve was tested for programming; the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, no occlusion was noted. The valve was leak tested and leaked from the needle holes. The valve was reflux tested and failed. The siphonguard was tested and no issued were found. The valve was then pressure tested and failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled and passed testing. Review of the history device records confirmed the valve met specifications when released to stock. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the ruby ball, on the cam mechanism, and on the base plate. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.